Manufacturer narrative:
Visual and functional analysis was performed on the returned device and noted the proximal sheath was separated distal to the proximal end. The reported deployment issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints from this lot. The investigation was unable to determine a definitive cause for the deployment failure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous internal carotid artery. The acculink stent failed to deploy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Device analysis of the returned device noted the proximal sheath was separated distal to the proximal end.